Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that since the revision surgery, the pt is no longer suffering unbearable pain, however, he feels a "clunking" in his right hip, he experiences pain and discomfort following long walks or physical activity, and he is not able to participate in activities in the manner that he did prior to the initial hip surgery.